Manufacturer narrative:
Both patient samples were requested for investigation but could not be provided. The software for this system was reloaded, therefore the calibration and qc data for elecsys rubella igg and igm was not available for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Both patient samples were requested for investigation.

Event description:
The initial reporter complained of discrepant negative results for 2 patient samples tested for elecsys rubella igg immunoassay (rubella igg) on a cobas 8000 e 602 module compared to the vidas method. Patient 1 result from the e602 module was 8.84 iu/ml (negative). The result from the vidas method was 27 (positive). On (B)(6) 2019 patient 2 result from the e602 module was 5 iu/ml (negative). The result from the vidas method was 24 (positive). The negative results were reported outside of the laboratory. The e602 module serial number was (B)(4).